Manufacturer narrative:
The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the patient that there was a skin irritation and bumps while using the 72r electrodes. The patient stated it started on the first day she used the spinal pak. When she takes the electrodes off, she cleans the area and applies cream every day. The electrodes are changed and moved every day. The patient would like to try 63b electrodes to see which electrodes works best for her and she will perform the time test. A replacement supply of 63b electrodes was shipped to the patient's home. Later, the product surveillance specialist called the patient and the patient indicated that they spoke to their doctor who advised to continue the use of electrodes and prescribed an otc cream to apply on the area. The patient received 63b electrodes recently and will conduct time-test soon. No further consequences were reported. 72r electrodes were not returned for investigation.